Event description:
Reportable based on analysis completed on 19oct2011. It was reported that during a stenting treatment procedure, the device would not cross the lesion. Vascular access was gained via the radial artery. The target lesion was located in the non-tortuous left anterior descending (lad) artery. The lesion in the lad and a lesion in the first diagonal were dilated starting with a 1.5x12mm push apex and then a 2.5x15mm maverick balloon. The 3.0x24mm promus element stent delivery system (sds) was then advanced to the lad past the first diagonal but resistance advancing was encountered and the sds was unable to cross the lesion. The sds was removed and the lesion was dilated with the same 2.5x15mm maverick balloon. The same 3.0x24mm promus was advanced and again was unable to cross the lesion. A 3.0x20mm maverick balloon was then used to dilate the lesion and the procedure was completed by implanting another of the same 3.0x24mm promus element stents and a 3.0x16mm promus element stent in the lad. The dilated lesion in the first diagonal was left un-stented, because the physician felt the risk of dissection was too high. Following the procedure the physician noted that he felt unusual friction advancing the balloon through the guide catheter as if the balloon was "pre-inflated." No patient complications were reported and patient status is stable. However; analysis revealed stent moved on the balloon. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination identified that the stent had moved distally on the balloon and was positioned approximately 5mm distal from the distal end of the proximal markerband. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon was tightly wrapped and was not subjected to any positive pressure. No issues were noted with its profile that could have potentially contributed to the complaint incident. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).